Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was failed to run. No further information was provided by the customer. No service action was performed by the philips, since the customer refuse the service. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to run, which can indicate a booting problem. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.